Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the cause of the effusion was not determined. A pericardiocentesis was successfully performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient was found to have a pericardial effusion. The cause of the effusion was unknown, however it was noted that when positioning this right atrial (ra) lead the helix mechanism was pulled back a bit. The patient was being monitored and a revision was being considered if needed. No additional adverse patient effects were reported.